Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve was stuck. Additional malfunctions include the sieve tubes were leaking, the sieve beds were leaking, the exhaust muffler was leaking, the pe valve was not shifting, the clamps for the tubing were leaking, the power switch had a short circuit, and the tie wraps for the tubing were leaking.